Manufacturer narrative:
The results of the investigation are inconclusive since the lead was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that several inadequate high voltage therapies were delivered due to a sjm lead anomaly. The lead was exchanged and additional information was requested but not available.

Event description:
Additional information received revealed that this product was previously reported for inappropriate high voltage and anti-tachycardia pacing therapies. The lead was capped and replaced and the patient was stable. Related manufacturer report number: 3010215456-2016-00238.